Event description:
The customer obtained a bilirubin result of 10.1 mg/dl on a quality control sample with an expected value falling in the range of 0.2-1.6 mg/dl and 1.1 mg/dl on a quality control sample with an expected value falling in the range of 13.1-16.3 mg/dl. Troubleshooting determined that this event is consistent with a malfunction that could have caused false positive results to be reported. There was no report of patient harm as a result of this event.